Event description:
End user claimed that the front wheel fell off, causing him to fall. After evaluation of the product, it was found that the unit had been modified. The area of the unit, that had been modified was the part that failed the end user, causing him to fall.